Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the implanted impella cp pump had to be removed from the left ventricle as it was interfering with the planned percutaneous coronary intervention (pci) procedure. The pci was completed successfully without impella support. There was no patient harm.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Product was not returned for investigation. Data logs did not record any issues related to positioning. As per the clinical notes, the physician decided to remove the impella device and proceed with pci due to the pump obstructing the way while cannulating the left main coronary artery. The cause of the positioning issue was most likely use related. F6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address.